Event description:
The lead was an electively attempted explant. Post op note from the physician stated the lead embedded in the lower rim of the a-v groove. Explant method: thoracotomy/superior. Technique/tools: direct traction with locking. Stylet, sheath and intravascular counter traction.